Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited varying shock impedance measurements, including high out of range measurements. Additionally, increasing right ventricular pacing thresholds were noted. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.